Manufacturer narrative:
Cec adjudicated the death as cardiac death and commented the patient died from complications from a massive mi. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec re-adjudicated the death event occurred on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: cec adjudicated the death event occurred on the (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx drug eluting stent was implanted in the lad. Approximately 2 weeks post index procedure, it is reported that patient died, the cause of death is unknown. The site assessed that the death was not related to the device or antiplatelets. The sponsor assessed that the device was possibly related to the device and antiplatelets.